Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer¿s continuous glucose monitor read "low¿; however, a specific bg value was not provided. Carbohydrates were consumed to treat the bg. The cause for the reported issue is unknown. The customer continued to use the pump for insulin therapy.